Event description:
It was reported that syringes are leaking past plunger with multiple batches (2 occurences with 8360860) of bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: material no: 309653. Batch/lot: 9029990, 9029582, 8360860. It was reported that the syringes are leaking from bottom; coming out past black plunger. Customer: details of complaint (reported issue): multiple syringes leaking from bottom coming out past black plunger.

Manufacturer narrative:
Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9029990; medical device expiration date: 2024-01-31; device manufacture date: 2019-01-29; medical device lot #: 9029582; medical device expiration date: 2024-01-31; device manufacture date: 2019-01-29; medical device lot #: 8360860; medical device expiration date: 2023-12-31; device manufacture date: 2018-12-26. " (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringes are leaking past plunger with multiple batches (2 occurences with 8360860) of bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: material no: 309653. Batch/lot: 9029990, 9029582, 8360860. It was reported that the syringes are leaking from bottom; coming out past black plunger. Customer text: details of complaint (reported issue): multiple syringes leaking from bottom coming out past black plunger.